Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had slow connection, it was sat and spin before moving on to next screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system exhibited a slow connection, the station would sit and spin before moving on to the next screen. The technical support specialist (tss) connected to the device, identified that the error was related to driver and operating system update was pending. The tss performed the update and rebooted the system to resolve the issue. Customer confirmed that the issue was resolved, was able to login, and the system seemed to be running faster. The system functioned as intended after the technical support specialist troubleshot the device.